Event description:
Terumo medical corporation received the following reported information: during a nephroureterectomy drain insertion, the coating on the stiff glidewire peeled off inside the metal cannula stiffener for the drain. We were able to retrieve the coating that peeled off. There was no blood loss. There was no serious harm reported. The device defect was observed prior to use. There was no prolonged care. Additional information as received on 04nov2025: the patient was stable.